Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
Customer reported via phone call of no delivery alarms with two different lots of reservoirs. Customer was advised that lots used were expired. Customer reported that insulin delivered when reservoir received by healthcare professional were used. Customer was advised that reservoirs would be replaced. Customer's blood glucose was unknown.